Event description:
The following information was reported to gore: on (B)(6) 2024, a patient underwent endovascular treatment of a false lumen rupture of type a aortic dissection using gore® tag® conformable thoracic stent graft with active control system (ctagac). The ctagac was implanted per a plan to cover only the entry. A lack of wall apposition was observed at the distal end of the ctagac. No touch-up was performed. A distal type I endoleak was observed, however the physician decided to monitor it because it was a slight endoleak. The patient tolerated the procedure. After leaving the operating room, the patient was admitted to the intensive care unit (ICU) and his condition was stable, but after he had dinner, his condition suddenly worsened and he passed away. The physician stated that a re-rupture may have occurred due to the remaining slight distal type I endoleak.

Manufacturer narrative:
H.6. Investigation findings code c20: the device remains implanted and is not available for analysis. H.6. Investigation findings code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H.6. Investigation conclusions code d12: it should be noted that, per the gore® tag® conformable thoracic stent grafts with active control system instructions for use, complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, endoleak and death. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.